Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl at the time of incident. The customer¿s current blood glucose value was 88 mg/dl. The customer mentioned other blood glucose as 300 mg/dl, 400 mg/dl. The insulin pump alarmed insulin flow block. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be and reservoir will not returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. Insulin pump passed the delivery accuracy test at 0.08730 inches. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019. It was reported via phone call that the customer's weight has been changed to (B)(6).